Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a blank display. The customer reported that the display was still blank after receiving a new battery cap. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. The insulin pump was unable to perform the displacement test due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.